Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on january 07, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the tissue expander. During the visual evaluation, no apparent damage or visual anomalies were observed on the med height te w/sut tabs 450cc tissue expander. Infection, manifested by swelling, tenderness, pain, and fever, may appear in the immediate postoperative period or at any time after insertion of the tissue expander. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If the infection does not subside promptly with the appropriate treatment, removal of the tissue expander is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 9, 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Patient's initials are (B)(6) date of birth is (B)(6) 1965. Patient underwent primary breast reconstruction surgery. Patient had a 350cc mentor tissue expander. The patient's implantation date was (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary of pictured device: upon visual evaluation of the image provided in the complaint, the tissue expander was observed inside of a plastic bag and no apparent damage or visual anomalies were observed. Infection, manifested by swelling, tenderness, pain, and fever, may appear in the immediate postoperative period or at any time after insertion of the tissue expander. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If the infection does not subside promptly with the appropriate treatment, removal of the device is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device 9498674 number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with a 450cc mentor cpx 4 breast tissue expander with suture tabs experienced a wound infection post procedure. As a result, patient had an explantation on an unspecified date.

Manufacturer narrative:
On october 28, 2021, mentor became aware that explantation date was erroneously omitted in initial report. Patient was replaced with a 350cc mentor cpx 4 breast tissue expander with suture tab. Manufacturer¿s reference number: (B)(4) fields d6 has been updated.